Event description:
A caller reported an issue with the touchscreen of their pump, as the screen was frozen and would not respond to input. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided complete pump reset instructions, and the caller successfully reset the pump, restoring screen functionality.